Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00190, 0001032347-2020-00192. Concomitant medical products: sternalock blu system plate, 8 hole x, part# 73-2623, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm, part# 73-2416, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 18mm, part# 73-2418, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision two (2) weeks following implantation of sternal closure plates and screws due to mechanical sternal dehiscence. The implant failure was discovered upon follow-up after mitral valve replacement. The sternal closure implants were removed in the revision and a redo sternal closure was performed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed because a revision surgery was reported. The devices were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or inspections could be performed. The DHR could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For this part (73-2416) in the previous one year (from the notification date), the full complaints history review yielded a complaint rate of 0.10%. The most likely underlying cause of the complaint is due to the patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.